Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. It was confirmed that there were no deviations from the instructions for use during the reprocessing steps in the areas where foreign material was found. No physical damage was observed at the locations where the foreign material remained. The instruction manual states the detection method associated with the event in gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and preventive measures associated with the event in gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the air/water (insufflation) channel is clogged with foreign material. There were no reports of patient involvement.